Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A document stating the contamination was provided. Through follow up communication, livanova (B)(4) learned that the device was cleaned only partially per the IFU. The unit is placed inside the operating room with the fan opposite to the patient and the estimated distance between the surgery field and the device is 2 to 3 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. However, corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a deep disinfection request form since an heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.